Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, after 6 successful shocks to the patient, the clinician attempted to charge the device again and received a warning message and device failed to discharge. The clinicians turned off the device for about 3 seconds and restarted the device. The device passed the self test and another successful shock was delivered to the patient, however upon the next attempt, the device failed to discharge again. The device was restarted, successfully shocked 3 more times and the patient was converted to a normal sinus rhythm.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.